Event description:
A 61-year-old male patient with an unknown medical history and pre-support clinical status consistent with SCAI Shock Stage E was supported with an Impella CP implanted percutaneously via the right femoral artery for an unknown indication. The patient¿s comorbidities are not specified. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock stage E.While on support, the device functioned as intended at P-4 at 2.1Liter/minute with 5% Dextrose in water sodium bicarbonate purge solution. Sodium Bicarbonate in the purge solution. The patient was concurrently supported with extracorporeal membrane oxygenation (ECMO) and continuous renal replacement therapy (CRRT). During support, a hematoma was observed in the right groin following Impella insertion and sheath removal. Pressure was applied in the catheterization laboratory and continued in the intensive care unit, with the hematoma not resolved at the time of reporting. The event was identified in the cath lab, and vascular injury was attributed to Impella support. Additionally, hemolysis was reported during Impella support, initially identified by red/brown tinged urine after a code event following previously yellow urine output. Imaging confirmed good pump position, however the device was repositioned under echocardiographic guidance by the interventional cardiologist at the bedside. The patient survived to explant, and the Impella CP was removed and replaced with an Impella 5.5 surgically implanted via the right axillary/subclavian artery. Device removal was not reported as being due to either the vascular injury or hematuria. The patient remained on Impella 5.5 support at the time of reporting.The reported hematuria and hematoma could not be conclusively dissociated due to pump being reposition and pump exchange.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.